Event description:
It was reported that the tcm was overheating during a preventive maintenance. No patient was involved.

Manufacturer narrative:
The field service representative repaired the module and returned the add board to the manufacturer for evaluation. The board was 20 years old and found to be out of specifications. The board was end of life. This report is being submitted to the FDA as a result of a retrospective review of product complaints.